Event description:
It was reported by a patient that she had a total right knee replacement in (B)(6) 2013. She reports she had an allergic reaction from the suture used to close the incision. She was placed on an antibiotic for ten days following the reaction. She still has swelling in the knee. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.